Manufacturer narrative:
The t:slim pump user guide indicates that the user must confirm the bolus request and tap "deliver" before the bolus is delivered. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer may not have completed bolus requests and subsequently bolus deliveries were not completed. The customer's blood glucose (bg) level was elevated (268 mg/dl). Customer treated elevated bg level using an insulin pen. Reportedly, the customer was not confident in the use of the pump. Tandem technical support reached out to clinical diabetes specialist for further customer/pump training.